Event description:
Patient was undergoing a thoracoscopic procedure. During the procedure, a piece of a surgical instrument from a previous thoracoscopy case was found in the patient¿s chest. An extensive search of the chest found no other foreign objects. Cpd came to operating room and was informed of the incident. Charge nurse, attending surgeon and clinical coordinator were aware of situation.